Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. On (B)(6) 2014, the pt's inr was drawn at the nursing facility and the laboratory inr was 7.38. The patient's coumadin was on hold. On (B)(6) 2014, using the inratio device in home, the inr was 1.9 and a retest was 7.0. The pt was hospitalized before blood could be drawn for comparison. Through requested, there was no additional info provided regarding patient or hospitalization.

Manufacturer narrative:
Investigation pending.